Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A severed lead with 11 cm from the terminal end was returned. Analysis also found an outer insulation abraded through exposing outer coils. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this previously capped right atrial (ra) lead had an infection and erosion with sepsis. Reportedly, the device had eroded through the pocket. The patient was treated with intravenous antibiotics. A revision was performed and the right ventricular (rv) lead, right atrial (ra) lead and previously capped right atrial (ra) lead were explanted. Additional information received from the field representative indicates that the device was explanted and then was used as an external temporary pacemaker connected to a right ventricular (rv) lead as a pacing wire. Moreover, the temporary system was explanted when the patient was re-implanted with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped ra lead was explanted.